Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-03301. It was reported the patient no longer receives effective stimulation through her cervical leads. Surgical intervention will take place to address the issue.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-03301 . Follow-up identified the patient's cervical system was explanted. The date of explant is unknown.